Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited oversensing of small signal amplitude, resulting in an inappropriate shock to the patient. It was observed that the smart pass feature of this s-ICD had previously been disabled. Technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the inappropriate shock and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date from 01/05/2022 to 01/05/2023.

Event description:
It was reported that this electrode exhibited oversensing of small signal amplitude, resulting in an inappropriate shock to the patient. It was observed that the smart pass feature of this s-ICD had previously been disabled. Technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the inappropriate shock and replaced with a transvenous device. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited oversensing of small signal amplitude, resulting in an inappropriate shock to the patient. It was observed that the smart pass feature of this s-ICD had previously been disabled. Technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the inappropriate shock and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date from 01/05/2022 to 01/05/2023. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.